Event description:
Philips received a complaint on the defibrillator indicating that the device promoted "treatment is no longer available". There was no patient involvement.

Manufacturer narrative:
Reporter information: (B)(6).